Event description:
The customer ran blood tests on his two bayer meters. One was a contour link, the other meter is unknown. The readings were 525-550mg/dl. He then retested on his wife's breeze meter and the reading was 125mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse events were alleged. The call ended before further information could be obtained.